Manufacturer narrative:
The autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during shift check the autopulse powered on and showed blank display with no error code displayed on the screen. No patient involvement was reported.

Manufacturer narrative:
The customer complaint of the blank display when powered on was confirmed during the functional testing. Issue was attributed to loose internal cable. The cable was reconnected and once completed, the autopulse passed functional testing and no issue or fault observed. Visual inspection was performed and found the screw support of the top cover was cracked. One internal cable was found to be loose. Archive review showed ua 04 (battery charge state too low) error message on (B)(6) 2017. This was unrelated to reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse with serial number (B)(4).